Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, patient experienced poor vision, unable to read so far and starburst. Clinical reason was mentioned as poorly best corrected vision and unable to see at night due to disabling halos. The iol was exchanged for another lens model following the initial implant procedure. Additional information has been received and no patient harm was reported.